Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had osteolysis behind their cup and cup loosening. The cup was removed, bone grafting was done, and another cup was placed.

Manufacturer narrative:
Added: UDI.

Event description:
Litigation alleges friction and wear between cobalt-chromium metal head and liner caused large amounts of toxic metal ions in the blood, tissue and bone surrounding the implants resulting to squeaking, pain, discomfort, inflammation and elevated metal ions levels. The patient also developed metallosis with tissue damage.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.